Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had failed battery and off no power alert. The customer¿s blood glucose level was 132 mg/dl. The customer reported that they had off no power alert and failed battery. The customer stated that they did not receive a low battery alert prior to the off no power alert. The troubleshooting was performed and was advised to change the battery and then also received a failed battery. The customer was advised the pump will need to be replaced and was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display, problem isolated to interface board. Unable to confirm failed battery test, off no power alert and unable to perform any tests due to blank display.